Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that only the connector end of the lead was returned. Analysis of the partial lead found full breach insulation degradation at 4.5 cm from the connector portion. (B)(4).

Event description:
This report is to advise of an event observed during analysis.